Manufacturer narrative:
Sulfation is a non-reversible process which typically occurs when batteries are left in a discharged state for an extended length of time, whether because of lack of use, down-time for service or because of a charging malfunction. This failure mode poses a low risk to the patient because it was observed when the css console was not supporting a patient. In addition, this failure mode would not prevent the css console from performing its life-sustaining functions. The css console has a redundant, backup controller. The primary controller battery was replaced and the css console met all final performance testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The css console was returned to syncardia for evaluation. There were no anomalies found while performing the visual inspection of the controller or the battery. The customer-reported low battery was the result of a malfunction of the battery. This failure mode was previously investigated at syncardia, and the investigation concluded that the root cause was sulfation within the battery plates, which led to premature battery failure.

Event description:
This css console was not supporting a patient. The customer reported that during a routine console checkout, when the battery test pushbutton was pressed, the light on the primary controller turned red and the beat rate dropped to 70-80 beats per minute (bpm). This alleged failure mode poses a low risk to a patient because the issue was observed when the css console was not supporting a patient. In addition, it would not prevent the css console from performing its life-sustaining functions. The css console has redundant, backup controller. The primary css driver was removed from the css console and will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.